Event description:
It was reported the patient came to emergency department with a full arrest at home and that the ventricular assist device ventricular assist device (vad)exhibited high power and high watt alarm. The patient was defibrillated due to ventricular fibrillation (v-fib) and given exocrine pancreatic insufficiency (epi) on route to hospital via emergency medical service, the patient return of spontaneous circulation (rosc). On arrival to hospital the patient was intubated and sedated, monitor shows there were multiple pump stop alarms and driveline disconnects prior to admission. The power utilized by pump was markedly elevated. The patient had electrolytes within normal range and the patient experienced subtherapeutic inr at a value of 1.8 and was suspected of having vad thrombus and was treated with anticoagulants. A computerized tomography (CT) scan was performed a showed no infarction. Patient was transferred from uci to implanting center hospital for higher level of care. The patient was not a surgical candidate for exchange and palliative care was consulted for comfort measures. Watts continued to increase and alarm was adjusted until it reached its max. Patient was on heparin and integrilin infusion. The watts on the controller were at 20 overnight and at in the morning the watts were above 25. The controller exhibited several loss of power and alarmed vad stop and resuscitation was started including chest compression and advanced cardiovascular life support (acls) protocols. The controller exchange was performed during the resuscitation . The new controller alarmed high watts and then vad stop, change controller. Subsequently the patient expired.

Manufacturer narrative:
Concomitant products: dtma1d4 ICD - implanted (B)(6) 2020. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420/ expiration date: 31-dec-2019 / serial lot#: (B)(4) / UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 28-dec-2018. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ controller 2.0. Model #: 1420 / catalog #: 1420 / expiration date: 31-may-2022 / serial #: (B)(4) / UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 03-may2021. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery / model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2019 / serial #: (B)(4) / UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 03-dec-2018. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental correction is being submitted for inclusion of this event as being in-scope for recall with z-0946-2021. This event was submitted historically and has been deemed in-scope for the field corrective action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump was not returned for evaluation. Two (2) controllers and a battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) and (B)(6) revealed that the devices passed visual inspection and functional testing. Failure analysis of (B)(6) revealed damaged plastic guides within the cable connector, this observation prevented the battery from maintaining a secure connection; however, the battery was able to provide charge and power a test controller. This is an additional finding not related to the reported event. Based on the available information, the most likely root cause of the observed damaged battery connector event can be attributed to normal wear over time and/or the handling of the device. CAPA pr00405633 is investigating damage to power sources. Log file analysis revealed that (B)(6) was the primary controller, initially in use during the reported event date. Log files revealed that pump parameters were within normal operation range within the last 14 days of available data leading up to 10-may-2022. Log file analysis associated with (B)(6) revealed five (5) controller power up events logged on 07-may-2022 at 12:08:28, and on 10-may-2022 at 11:42:07, 11:42:48, 11:43:36, and 11:45:25. No anomalies were observed leading up to the losses of power. The controller was without power for thirteen (13) seconds, nine (9) seconds, forty (40) seconds, thirty (30) seconds, and thirty-eight (38) seconds, respectively. After the loss of power at 11:42:48, safety alert word (saw) values were recorded on the only connected power source, indicating an overcurrent alert. It is likely that the overcurrent condition prevented the battery from providing power, resulting in loss of power to the controller. Three (3) vad disconnect alarms were recorded on 10-may-2022 at 11:43:06, 11:44:01, 11:44:35, respectively, following the controller power up events. These vad disconnect alarms were most likely false alarms, given that the speed recorded at the onset of the alarms was higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering vad disconnect alarms, even if the driveline was still physically connected to the controller. A vad stopped alarm following the fifth controller power up event was logged on 10-may-2022 at 11:46:21 due to a failure of the pump to restart after several attempts. This vad stopped alarm was followed by additional controller power up events and one (1) additional vad stopped alarm due to a failure of the pump to restart after multiple attempts logged on 10-may-2022, likely due to troubleshooting. During the additional controller power up events, a power disconnect alarm was logged at 11:51:20 involving (B)(6). During the power disconnect alarm, a saw value was recorded indicating an overcurrent alert associated with the high power consumption which required more current from the batteries. The battery was most likely physically disconnected shortly after, causing the controller to log this event as a power disconnect alarm. A successful pump start event was then recorded on 10-may-2022 at 11:53:10. Review of the controller log files associated with (B)(6) revealed several two (2) increases in power consumption and estimated flows, following the vad stop event on 10-may-2022, leading to parameters above the normal operating range, each followed by transient decreases in power consumption and estimated flows. Log files then revealed a subsequent sustained increase in power consumption and estimated flows above the normal operating range leading up to 13-may-2022. Eighty-one (81) high watt alarms were logged since 10-may-2022. In addition, log file analysis revealed several instances of power consumption between 20 watts and 25 watts leading up to 13-may-2022. Review of the alarm log associated with con405778 revealed two (2) vad disconnect alarms and one (1) vad stopped alarm logged on 13-may-2022. A vad disconnect alarm was logged 13-may-2022 at 09:44:00 was likely a false alarm, given that the speed recorded at the onset of the alarm was higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. A vad stopped alarm was then logged at 09:44:22 due to a failure of the pump to restart after several attempts. This vad stopped alarm was followed by an additional vad disconnect alarm indicating a physical disconnection of the driveline from the controller and a controller power event without a motor start event, likely due to troubleshooting of the controller and/or the reported controller exchange. Review of the log files associated with con416692 revealed two (2) controller power up events on 13-may-2022 at 09:57:18 and 09:57:47; prior to the power up events, the controller last had power on 01-apr-2022, indicating that the controller was put into use following the reported controller exchange. Analysis of the alarm log file associated with con416692 revealed a vad stopped alarm was logged on 13-may-2022 at 09:58:11, indicating that the pump failed to restart after several attempts. As a result, the reported loss of power, vad disconnect alarms, vad stopped alarms, and high power events were confirmed. Information provided by the site indicated that the patient came to emergency department with a full arrest at home. The patient was defibrillated due to ventricular fibrillation (v-fib) and given epinephrine (epi) on route to hospital via emergency medical service, the patient experienced return of spontaneous circulation (rosc). On arrival to hospital the patient was intubated and sedated. The patient had electrolytes within normal range and the patient experienced subtherapeutic inr and was suspected of having vad thrombus. Of note, it was reported by the site that the patient was treated with anticoagulants, which corresponds with the decreases in power consumption and estimated flows observed in the log files. A computerized tomography (CT) scan was performed a showed no infarction. Patient was transferred to implanting center hospital for higher level of care. The patient was not a surgical candidate for exchange and palliative care was consulted for comfort measures. Patient was on heparin and integrilin infusion. Resuscitation was started including chest compression and advanced cardiovascular life support (acls) protocols. Subsequently the patient expired. Per the instructions for use, device thrombus and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient did not have a history of thrombus. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. CAPA pr00544941 is investigating controller loss of power during pump start due to battery discharge overcurrent condition. A possible root cause of the observed power disconnect alarm may be attributed, but not limited, to a physical disconnection of the power source. Possible causes of the observed vad disconnect alarm can be attributed to a loss of synchronization of commutation, leading to false vad disconnect alarms, and/or a physical disconnection of the driveline from the controller. CAPA pr00550440 is investigating controller losses of synchronization of commutation. The most likely root cause of the vad stopped alarms logged on 10-may-2022 can be attributed to failure of the pump to restart after several attempts. Hw41042 was not in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. Based on the available information and on historical review of similar high power events, the most likely root cause of the high power and vad stop events logged on 13-may-2022 may be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial or lot#: con405778 d9: yes, return date: 19-jul-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g0200701 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c02, c19, c21 h6: FDA conclusion code(s): d16, d10, d02 d4: serial or lot#: con416692 d9: yes, return date: 19-jul-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g0200701 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d10 d4: serial or lot#: bat808219 d9: yes, return date: 19-jul-2022 h3: yes dev rtn to MFR? Yes h6: img code(s): g04034 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c07 h6: FDA conclusion code(s): d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient came to emergency department with a full arrest at home and that the ventricular assist device (vad) exhibited high power and high watt alarm. The patient was defibrillated due to ventricular fibrillation (v-fib) and given epinephrine (epi) on route to hospital via emergency medical service, the patient return of spontaneous circulation (rosc). On arrival to hospital the patient was intubated and sedated, monitor shows there were multiple pump stop alarms and driveline disconnects prior to admission. The power utilized by pump was markedly elevated. The patient had electrolytes within normal range and the patient experienced subtherapeutic inr at a value of 1.8 and was suspected of having vad thrombus and was treated with anticoagulants. A computerized tomography (CT) scan was performed a showed no infarction. Patient was transferred from uci to implanting center hospital for higher level of care. The patient was not a surgical candidate for exchange and palliative care was consulted for comfort measures. Watts continued to increase and alarm was adjusted until it reached its max. Patient was on heparin and integrilin infusion. The watts on the controller were at 20 overnight and at in the morning the watts were above 25. The controller exhibited several loss of power and alarmed vad stop and resuscitation was started including chest compression and advanced cardiovascular life support (acls) protocols. The controller exchange was performed during the resuscitation . The new controller alarmed high watts and then vad stop, change controller. Subsequently the patient expired.

Manufacturer narrative:
A supplemental report is being submitted for correction. Corrected section b5 desc evt problem from: it was reported the patient came to emergency department with a full arrest at home and that the ventricular assist device (vad) exhibited high power and high watt alarm. The patient was defibrillated due to ventricular fibrillation (v-fib) and given exocrine pancreatic insufficiency (epi) on route to hospital via emergency medical service, the patient return of spontaneous circulation (rosc). On arrival to hospital the patient was intubated and sedated, monitor shows there were multiple pump stop alarms and driveline disconnects prior to admission. The power utilized by pump was markedly elevated. The patient had electrolytes within normal range and the patient experienced subtherapeutic inr at a value of 1.8 and was suspected of having vad thrombus and was treated with anticoagulants. A computerized tomography (CT) scan was performed a showed no infarction. Patient was transferred from uci to implanting center hospital for higher level of care. The patient was not a surgical candidate for exchange and palliative care was consulted for comfort measures. Watts continued to increase and alarm was adjusted until it reached its max. Patient was on heparin and integrilin infusion. The watts on the controller were at 20 overnight and at in the morning the watts were above 25. The controller exhibited several loss of power and alarmed vad stop and resuscitation was started including chest compression and advanced cardiovascular life support (acls) protocols. The controller exchange was performed during the resuscitation . The new controller alarmed high watts and then vad stop, change controller. Subsequently the patient expired. To: it was reported the patient came to emergency department with a full arrest at home and that the ventricular assist device (vad) exhibited high power and high watt alarm. The patient was defibrillated due to ventricular fibrillation (v-fib) and given epinephrine (epi) on route to hospital via emergency medical service, the patient return of spontaneous circulation (rosc). On arrival to hospital the patient was intubated and sedated, monitor shows there were multiple pump stop alarms and driveline disconnects prior to admission. The power utilized by pump was markedly elevated. The patient had electrolytes within normal range and the patient experienced subtherapeutic inr at a value of 1.8 and was suspected of having vad thrombus and was treated with anticoagulants. A computerized tomography (CT) scan was performed a showed no infarction. Patient was transferred from uci to implanting center hospital for higher level of care. The patient was not a surgical candidate for exchange and palliative care was consulted for comfort measures. Watts continued to increase and alarm was adjusted until it reached its max. Patient was on heparin and integrilin infusion. The watts on the controller were at 20 overnight and at in the morning the watts were above 25. The controller exhibited several loss of power and alarmed vad stop and resuscitation was started including chest compression and advanced cardiovascular life support (acls) protocols. The controller exchange was performed during the resuscitation . The new controller alarmed high watts and then vad stop, change controller. Subsequently the patient expired. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details, medical history and laboratory data. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that during the hospitalization an echocardiogram was performed at the first hospital patient was admitted to and showed possible artifact that was concerning for a clot in the vad. Vad function and parameters remained stable with no further alarms. A computerized tomography (CT) of the chest was done upon admission to the implanting center and no thrombus was noted along the driveline or within the left ventricle. The patient was also noted to have dysphagia after a failed bedside swallow evaluation and was being considered for nasogastric tube feedings. Acute kidney injury versus acute on chronic kidney disease was considered due to laboratory data and dark urine. A hemolysis work up was done due to possible thrombus and anemia and lab data was consistent with hemolysis. During the vad stop event while acls protocols were being done, tissue plasminogen activator (tpa) was also administered in the event the patient may have had a device thrombus.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the pump (B)(6) was not returned for evaluation. Two (2) controllers (B)(6), five (5) batteries (B)(6) and two (2) controller ac adapters ((B)(6)) were returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. No performance allegations were made against (B)(6). Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) revealed that the devices passed visual inspection and functional testing. Failure analysis of (B)(6) revealed damaged plastic guides within the cable connector, this observation prevented the battery from maintaining a secure connection; however, the battery was able to provide charge and power a test controller. This is an additional finding not related to the reported event. Based on the available information, the most likely root cause of the observed damaged battery connector event can be attributed to normal wear over time and/or the handling of the device. CAPA pr00405633 is investigating damage to power sources. Log file analysis revealed that (B)(6) was the primary controller, initially in use during the reported event date. Log files revealed that pump parameters were within normal operation range within the last 14 days of available data leading up to 10/may/2022. Log file analysis associated with (B)(6) revealed five (5) controller power up events logged on 07/may/2022 at 12:08:28, and on 10/may/2022 at 11:42:07, 11:42:48, 11:43:36, and 11:45:25. No anomalies were observed leading up to the losses of power. The controller was without power for thirteen (13) seconds, nine (9) seconds, forty (40) seconds, thirty (30) seconds, and thirty-eight (38) seconds, respectively. After the loss of power at 11:42:48, safety alert word (saw) values were recorded on the only connected power source, indicating an overcurrent alert. It is likely that the overcurrent condition prevented the battery from providing power, resulting in loss of power to the controller. Three (3) vad disconnect alarms were recorded on 10/may/2022 at 11:43:06, 11:44:01, 11:44:35, respectively, following the controller power up events. These vad disconnect alarms were most likely false alarms, given that the speed recorded at the onset of the alarms was higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering vad disconnect alarms, even if the driveline was still physically connected to the controller. A vad stopped alarm following the fifth controller power up event was logged on 10/may/2022 at 11:46:21 due to a failure of the pump to restart after several attempts. This vad stopped alarm was followed by additional controller power up events and one (1) additional vad stopped alarm due to a failure of the pump to restart after multiple attempts logged on 10/may/2022, likely due to troubleshooting. During the additional controller power up events, a power disconnect alarm was logged at 11:51:20 involving (B)(6). During the power disconnect alarm, a saw value was recorded indicating an overcurrent alert associated with the high power consumption which required more current from the batteries. The battery was most likely physically disconnected shortly after, causing the controller to log this event as a power disconnect alarm. A successful pump start event was then recorded on 10/may/2022 at 11:53:10. Review of the controller log files associated with (B)(6) revealed several two (2) increases in power consumption and estimated flows, following the vad stop event on 10/may/2022, leading to parameters above the normal operating range, each followed by transient decreases in power consumption and estimated flows. Log files then revealed a subsequent sustained increase in power consumption and estimated flows above the normal operating range leading up to 13/may/2022. Eighty-one (81) high watt alarms were logged since 10/may/2022. In addition, log file analysis revealed several instances of power consumption between 20 watts and 25 watts leading up to 13/may/2022. Review of the alarm log associated with (B)(6) revealed two (2) vad disconnect alarms and one (1) vad stopped alarm logged on 13/may/2022. A vad disconnect alarm was logged 13/may/2022 at 09:44:00 was likely a false alarm, given that the speed recorded at the onset of the alarm was higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. A vad stopped alarm was then logged at 09:44:22 due to a failure of the pump to restart after several attempts. This vad stopped alarm was followed by an additional vad disconnect alarm indicating a physical disconnection of the driveline from the controller and a controller power event without a motor start event, likely due to troubleshooting of the controller and/or the reported controller exchange. Review of the log files associated with (B)(6) revealed two (2) controller power up events on 13/may/2022 at 09:57:18 and 09:57:47; prior to the power up events, the controller last had power on 01/apr/2022, indicating that the controller was put into use following the reported controller exchange. Analysis of the alarm log file associated with (B)(6) revealed a vad stopped alarm was logged on 13/may/2022 at 09:58:11, indicating that the pump failed to restart after several attempts. As a result, the reported loss of power, vad disconnect alarms, vad stopped alarms, and high power events were confirmed. Of note, it was reported by the site that the patient was treated with anticoagulants, which corresponds with the decreases in power consumption and estimated flows observed in the log files. Of note, information provided by the site indicated that the patient died following palliative care, thrombus treatment, and subsequent resuscitation, including chest compression and advanced cardiovascular life support (acls) protocols. Per the instructions for use, cardiopulmonary arrest, cardiac arrhythmia, hemolysis, renal dysfunction and device thrombus, death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of cardiopulmonary arrest and device thrombus. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. CAPA pr00544941 is investigating controller loss of power during pump start due to battery discharge overcurrent condition. A possible root cause of the observed power disconnect alarm may be attributed, but not limited, to a physical disconnection of the power source. Possible causes of the observed vad disconnect alarm can be attributed to a loss of synchronization of commutation, leading to false vad disconnect alarms, and/or a physical disconnection of the driveline from the controller. CAPA pr00550440 is investigating controller losses of synchronization of commutation. The most likely root cause of the vad stopped alarms logged on 10/may/2022 can be attributed to failure of the pump to restart after several attempts. (B)(6) was in scope of fca cvg-21-q3-21 [subgroup 3]. CAPA pr00532915 is investigating pump failures to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failures to restart and atypical motor start parameters may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Based on the available information and on historical review of similar high power events, the most likely root cause of the high power and vad stop events logged on 13/may/2022 may be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. 10 additional products: d4: controller 2.0 serial # (B)(6) h3: yes d9: yes, return date: 2022-06-13 d4: controller 2.0, serial # (B)(6), controller h3: yes d9: yes, return date: 2022-06-13 d4: battery serial number (B)(6) h3: yes d9: yes, return date: 2022-06-13, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.